Event description:
It was reported that a progav 2.0 valve was implanted during a procedure performed in on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure on (B)(6) 2021. No patient complications were reported as a result of the revision procedure. Age: (B)(6) month, height: 62 cm, weight: (B)(6) kg, gender: female. Is the same patient as # 3004721439-2021-00302 (associated medwatch).

Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in february 2021. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx410t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is operating not within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, clearly deposits were found in progav® 2.0. Result: based on our investigation, we confirm that the valve shows a increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.